Manufacturer narrative:
(B)94): follow up MDR for device evaluation one sample of a 5ml eurographic syringe was received and evaluated. The sample received with the unsealed package containing all applicable product information, has 3 ink dots on the barrel and 4 ink dots on the barrel flange. Four of the ink dots are larger than level 1 and three are larger than level 2. The condition observed is non-conforming per product specification. Potential root cause for the ink dots defect is associated with the marking process. A device history record review was completed for provided lot number 3164181 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 5ml ll euro 125 s/c contained foreign matter. The following information was provided by the initial reporter: "during the month of (B)(6) 2023, several syringes of varying sizes were passed out of the aseptic suite due to issues identified by operators in our aseptic unit with the bd syringes. These identified syringes have not been used in the preparation of patient¿s medication. A list of affected syringes with sterile impurities is as follows:" ¿ 50ml syringe bn: (B)(6) exp: 31/07/2028 ¿moisture and sterile silicon? Within the neck of the syringe¿ ¿ 50ml syringe bn: (B)(6) exp: 31/07/2028 ¿various markings within the syringe body¿ ¿ 50ml syringe bn: (B)(6) exp: 30/06/2028 ¿various black ink markings on the outer part of the syringe body including parts of the critical areas (where a needle would be attached¿ ¿ 30ml syringe bn: (B)(6) exp: 31/08/2028 ¿a brown mark near the plunger of the syringe¿ ¿ 30ml syringe bn: (B)(6) exp: 31/08/2028 ¿a teal mark on the outside of the syringe¿ ¿ 20ml syringe bn: (B)(6) exp: 30/06/2028 ¿white sterile silicone? Within the syringe¿ ¿ 20ml syringe bn: (B)(6) exp: 31/07/2028 ¿black ink on the inner wrapper containing the syringe¿ ¿ 20ml syringe bn: (B)(6) exp: 31/07/2028 ¿black ink on the inner wrapper containing the syringe¿ ¿ 5ml syringe bn: (B)(6)09 exp: 31/05/2028 ¿black marks on the base of the syringe near the plunger¿